Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Corail broach broke and the remainder of the distal tip was left in patient. This caused a 45 minute delay in surgery.

Manufacturer narrative:
Update patient x-ray received. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient x-rays were received and reviewed: engineering x-ray review of (B)(4). The attached scan of the submitted complaint indicates that the distal tip of a custom corail broach broke off. The tip was left in the patient due to difficulty in recovery. The x-ray does show an object distal to the reamer that is of the same shape and radiographic density as the distal tip of the broach. However, as the tip of the broach appears to be intact, the only way that the object could be a broken piece of the broach would be if the tip split and sheared vertically along the femoral axis. Without further data and without the returned instrument this possibility cannot be confirmed or analyzed. Follow up communication with the depuy made to order engineering team found (B)(4) was initialed to limit the number of teeth to modify in order to maintain minimum cross-sectional area. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. The initial report stated the product would not be returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. Patient x-rays were received and reviewed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.